Event description:
It was reported that foreign matter was observed on the outside of product packaging. No adverse consequences were reported.

Manufacturer narrative:
The product subject to this complaint was returned for evaluation. It was visually confirmed that foreign matter was present within the product package, but outside the sterile compartment of the blade. It was not possible to definitively identify the foreign substance.